Event description:
It was reported to minimed that the customer alleged pump was dropped and had a crack on the battery tube side. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and location of the damage was at the case battery tube side. Instructed customer to discontinue pump use and revert to back up plan as per health care professional instructions. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with blank display. Pump was cut open to perform visual inspection and found the battery tube had shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. No moisture damage electronic assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case (battery tube), broken belt clip rail. Blank display due to misaligned battery tube and cracked case (battery tube) confirmed. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.